Manufacturer narrative:
The initial event reported by the customer was that during a patient procedure, using a glidescope bflex 5.8 bronchoscope, the glidescope monitor appeared to have lines in the image and would periodically freeze. The customer stated that by using a new bflex 5.8 bronchoscope the problem was resolved. However, the bflex 5.8 bronchoscope was not returned for analysis. Instead, a glidescope core 10-inch monitor was returned to verathon for evaluation. A verathon technical service representative tested the returned core 10-inch monitor and was unable to confirm the image failure. The video image was normal when the core 10-inch monitor was connected to known, good, test equipment. The technical service representative connected and disconnected the glidescope core 10-inch monitor to a known, good, test core quickconnect cable and a known, good, test bflex bronchoscope several times without failure. The camera image quality test was performed and passed. The glidescope core 10-inch monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
A glidescope core 10-inch monitor was received by verathon's technical service department but has not been analyzed yet. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.8 bronchoscope, the glidescope monitor appeared to have lines in the image and would periodically freeze. The customer stated that they opened a new bflex 5.8 bronchoscope and the problem did not persist. A delay in the procedure of an unreported duration occurred as a backup glidescope bflex 5.8 bronchoscope was obtained. No harm to the patient or user was reported.